Manufacturer narrative:
H4: lot manufacture date: july 2022. H10: the device was received for evaluation. Visual inspection was performed and a disconnection between the tube and the chamber was observed. The reported condition was verified. The cause of the condition was related to manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the hose separated from the drip chamber of a continu-flo solution set. The issue was identified preparation of parenteral nutrition in the mixing center. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter first name: (B)(6). Initial reporter last name: initial reporter address: initial reporter phone no.: should additional relevant information become available, a supplemental report will be submitted.